Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was dropped and had a fractured screen. Analysis did not find that the programmer screen was broken. It was indicated that the touchscreen was out of calibration, and that the power supply was defective. Due to lack of replacement parts, the programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was dropped and that the display screen was fractured. The programmer was returned for service. There was no patient involvement.